Manufacturer narrative:
Ventec provided the reporter, a biomedical engineer, with technical assistance. The biomedical engineer performed a hard reset of the device. When the device powered back on, half the screen remained black while the other side was gray. Ventec recommended that the biomedical engineer contact the distributor that is managing their devices to arrange for a replacement. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the that the device's lcd touchscreen was black. There was patient involvement associated with the reported event. The reporter, a biomedical engineer, advised that their facility had experienced a "generator bump" around the time of the event. The patient began to clinically struggle (patient discomfort), so he was placed on another vocsn and his condition improved. There were no reports of patient harm as a result of the reported issue. No further details about the patient were provided.